Event description:
The sounder is used to probe the pedicle of the vertebra after the gear shift creates the track. The sounder is a long skinny device with a ball on the end that they "feel" the track with. When the surgeon removed the sounder from the vertebral pedicle, it was noted that the ball was broke off at the end of the sounder. There is no safe way to remove the ball from the pedicle so it was left in the track of the right sacral-1 pedicle. The surgeon proceeded to place the pedicle screw into the track. The ball tip can be visualized on x-ray within the pedicle of sacral-1 vertebra.